Manufacturer narrative:
The agent reported "(revision surgery due to screws breaking in the glenoid. Took screws, baseplate and glenosphere out from a different company, removed the original poly and replaced all components except for the stem which was intact.)". The previous surgery and the surgery detailed in this event occurred 2 years and 1 month apart. Item number: 509-01-040, item description: rsp semiconstrained humeral socket insert, 40mm, hxe-plus, lot number: 383p1112, part revision: c, product type: shoulder, manufacture date: 05/25/2023, expiration date: 05/23/2028. This evaluation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for review. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The root cause of this complaint was a revision surgery due to screw breakage in glenoid. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, prolonged overhead activities, inadequate soft tissue support, patient activities or trauma. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review: a review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was a nonconformance associated with the main part #509-01-040, rsp semiconstrained humeral socket insert, 40mm, hxe-plus which documents that out of 40 parts lot, 1 lot was rejected and scrapped during final pack: quality check operation. All other items in the lot were met with fit, form and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device showed no present trends or on-going issues that are needing a review.

Event description:
Revision surgery due to broken implant.